Manufacturer narrative:
(B)(4). Swing tab in locked position the analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is done for staple presence and for the swing tab to be present and unlocked by means of an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colon resection procedure, after the device was fired, the staple line was inspected. There was an incomplete staple line and malformed staples. Another reload was used to repair the staple line; however, there was a leak when the leak test was done. Suture was used to over sew the staple line and complete the procedure. Post op there was a drop in the white blood cell count, however, it is unknown how the blood count was corrected. It is unknown what test was done to determine the drop in the white blood count. It is unknown if the patient is still in the hospital. According to the surgeon, the patient is stable. The surgeon did not mention a blood transfusion. The device was discarded.